Manufacturer narrative:
Lot number was added, concomitant medical products added.was the device evaluated by the manufacturer? Marked - yes.

Event description:
Revision surgery was reported; the plate fractured less than two weeks out. Patient had surgery (B)(6) 2011 to repair humeral fracture. On (B)(6) 2011, replaced plate that broke into two pieces. The surgeon stated he felt patient was non-compliant.